Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left anterior descending artery. After the physician used a two non bsc balloon catheters for pre-dilatation. A 28 x 3.00 promus premier drug-eluting stent was used to treat the lesion. However, it was noticed that the stent struts was lifted up because of calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left anterior descending artery. After the physician used a two non bsc balloon catheters for pre-dilatation. A 28 x 3.00 promus premier drug-eluting stent was used to treat the lesion. However, it was noticed that the stent struts was lifted up because of calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. A 28 x 3.00 mm promus premier ous mr stent delivery system was returned for analysis. A visual examination of the stent found damage to proximal stent rows 7,13 and 15 with stent struts lifted. The a visual and microscopic examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues along the midshaft, inner or outer shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.